Event description:
A malfunction was reported on a customer¿s insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump; however, the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.